Event description:
Admitted with sepsis, child had central line with connector in use. Blood cultures revealed multiple organisms which were unable to be cleared without removal of the central line. During the period of 2/1 to 4/30/94, inclusive, approx 36 pts using the connector had 52 bloodstream infections. The higher than usual infection rate in this pt population is possibly related to this device.